Manufacturer narrative:
Upon device return and inspection, it was observed that the flush luer detached from the flush port. Based on the available information, boston scientifics investigation determined the flush luer had detached from the flush port. Investigation found it possible that the cause of the detachment may be due to the manufacturing process. Boston scientific has implemented solutions to reduce the potential for these events.

Event description:
It was reported that during a procedure a farawave catheter was selected for use. During catheter preparation, the side port failed to flush, and fluid was observed exiting through the slider control opening. The catheter had not been introduced into the patient at the time the issue was identified. No external damage was visible upon inspection. The malfunction is suspected to be due to an internal defect within the handle. The procedure was completed successfully without patient complications. The device has been received and analyzed at boston scientific post market laboratory. Upon device analysis visually the strain relief was partially detached from the luer.